Event description:
It was reported that the ilet could not connect to a dexcom g7 sensor, and pairing to the ilet failed despite attempted magnet warmup; the user planned to obtain a replacement sensor from the cgm manufacturer and then attempt pairing again. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed an inability of the ilet to establish communication with the cgm sensor, with possible contribution from sensor age near expiration. It was concluded, based on previously established findings for similar reports, that the cause was device-to-sensor communication failure limited to pairing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.